Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that the patient got a new handset on the (B)(6) of last month because the old one was having a lot of problems. Now they were starting to have some problems with the new one. They saw a code on the handset that flashed on and off in red so fast that they did not get the code number. The handset was stopping on 90% when retrieving the pump settings and gets stuck there. They were walked through clearing data and connecting to the pump. The troubleshooting steps that were taken on the call resolved the issue. Refer to (B)(4) for report of recent handset replacement

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.